Manufacturer narrative:
An event of insufficiency was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 21mm trifecta valve was implanted. On (B)(6) 2019, valvular insufficiency was revealed under echo. There was no endocarditis observed. On an unknown date, a medtronic corevalve evolute was valve in valve was performed. The patient has been discharged. Additional information has been requested.